Manufacturer narrative:
Initial and final MDR (B)(4) - MDR 3003442380-2024-17356 - device 2 of 4

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced four infusion sets leakage events, leakage was located near the plaster piece where it meets the adhesive for all events. All the events occurred between (B)(6) 2024. All the sets were in use for 24 hours and the patient resolved all the events by replacing infusion sets and resumed insulin successfully. No further information available.